Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that he had an open circle on the insulin pump. The customer also reported that he had an alarm and he could no act the insulin pump. The customer's blood glucose was 44 mg/dl at the time of incident. The customer's blood glucose was 150 mg/dl at the time of call. The customer stated that he took glucose tablets to treat the low blood glucose. The insulin pump will not be returned for analysis.